Event description:
As reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. As per the crf, the patient had three previous pci surgeries before the index procedure, but it was unknown what stents were placed and what vessel was treated at that time. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was unstable angina pectoris. The first lesion treated was svg ramus intermedius that was described as 12mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 12atm by direct stenting and without post-dilation. The second lesion treated was proximal circumflex that was described as 10mm in length, class b2, and de novo with 95% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 3 x 18mm cypher rx at 12atm by direct stenting. Consequently, a second 3.5 x 13mm cypher rx was implanted separately and to the distal side of the initial stent at 12atm. There was no post-dilation conducted for both of these stents. It was also reported that the patient's troponin I was 0.77 (0.01 unl) at 6-12 hours post index procedure; and ck-mb was 4.9 (3.5 unl) at 16-24 hours post index procedure. The ECG core lab reported uninterpretable mi due to paced rhythm and finally the elevation of enzymes was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. There were no procedural or angiographic complications reported and the patient was discharged the day after.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural mi post index procedure based on the received adjudication minutes. This is a (B)(6) female patient with a medical history of hypertension, hyperlipidemia, angina, family history of coronary artery disease, previous pci ((B)(6) 2009), previous CABG ((B)(6) 2009) and renal insufficiency. At the time of index procedure, angiography revealed two vessels diseased. The indication for the procedure was unstable angina pectoris. The first lesion treated was svg ramus intermedius that was described as 12mm in length, class b2, and de novo with 80% stenosis. The reference vessel was 3.5mm in diameter. The lesion was treated with a 3.5 x 13mm cypher rx at 12atm by direct stenting and without post-dilation. The second lesion treated was proximal circumflex that was described as 10mm in length, class b2, and de novo with 95% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 3 x 18mm cypher rx at 12atm by direct stenting. Consequently, a second 3.5 x 13mm cypher rx was implanted separately and to the distal side of the initial stent at 12atm. There was no post-dilation conducted for both of these stents. It was also reported that the patient's troponin I was 0.77 (0.01 unl) at 6-12 hours post index procedure; and ck-mb was 4.9 (3.5 unl) at 16-24 hours post index procedure. The ECG core lab reported uninterpretable mi due to paced rhythm and finally the elevation of enzymes was later diagnosed as a periprocedural pci based on the received cec adjudication minutes. It was reported that the patient experienced right groin pseudo aneurysm post index procedure and was treated with ultrasound guided thrombin injection. The outcome of the event was resolved without sequelae. According to the index procedure, the event was not related to the cypher stent and study drug, but possibly related to the index procedure. There were no post procedure complications and the patient was discharged the day after the index procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104819 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00320, 3003742446-2012-00321, and 3003742446-2012-00322.

Manufacturer narrative:
Concomitant medications included anti-diabetics, antihypertensives, aspirin, beta blocking agents, plavix, crestor, and heparin. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00320, 3003742446-2012-00321, and 3003742446-2012-00322.